Event description:
During a robotic hysterectomy a 15 endocatch bag was used to contain the specimen prior to removal. Bag expiration was checked and was confirmed to be sterile and not expired. Bag was passed off to the sterile field and was inserted into the vagina and deployed. As the bag was being deployed it ripped. No injury occurred to the patient. Product package was kept, and supervisors were notified of the malfunction.